Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the controller and the controller ac adapter were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the controller ac adapter revealed that the unit passed functional testing. Visual inspection revealed damage to the connector; however, the adapter was able to adequately connect to a controller. Visual inspection also revealed an illegible release indicator on the adapter's output cable. The illegible release indicator is an additional observation not related to the reported event, likely due to wear and/or the handling of the device. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection revealed contamination in power ports one (1) and two (2); this is an additional finding, not related to the reported event, likely due to the handling of the device. Visual inspection under 10x magnification revealed hairline cracks surrounding power ports one (1) and two (2). An internal visual inspection did not reveal fluid ingress. The hairline cracks finding is not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Additionally, visual inspection also revealed a bent pin within power port one (1) of the controller; a power source could still be connected to the power port despite the bent pin. As a result, the reported controller bent pin event was confirmed. The reported controller ac adapter bent pin event could not be confirmed; however the damage to the adapter's connector is likely related to the reported event. The most likely root cause of the controller bent pin event can be attributed to a misalignment between the power port and power source output connector. Based on the available information, the most likely root cause of the controller ac adapter damaged connector event can be attributed to wear, likely due to normal disconnection and reconnection between the adapter and metal power port connectors on the controller. There is an internal investigation for bent/damaged pins with controller 2.0 and damaged power source co nnectors. Additional products: cac099801 h6: method code(s): 10 h6: FDA results code(s): 135,180 h6: FDA conclusion code(s): 19 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: brand name: heartware ventricular assist system ¿ controller ac adapter, model #: 1430us, expiration date: unk, serial or lot#: (B)(4), UDI #: asku, device available for evaluation: yes. Return date: 13-feb-2020. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes. Mfg date: unk. Labeled for single use? No. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power port of the controller and the controller ac adapter had bent pins. The controller and controller ac adapter were exchanged. No patient complications have been reported as a result of this event.